Manufacturer narrative:
A steris service technician inspected the light handle and found that the screw that secures the assembly was loose within the assembly. The technician applied (B)(4) per specifications and reassembled the handle by properly tightening the screw. The steris service technician inspected all the lighthead handle assemblies installed at the user facility; no issues noted. The device history record for the light subject of the reported event evidence it was manufactured to specification. The lights are currently serviced and maintained by user facility biomedical. Steris offered in-service on the proper servicing methods for the equipment; the user facility declined.

Event description:
The user facility reported that during a patient procedure the handle assembly from the harmony led585 lighthead reportedly came off in the operators hand as the light was being repositioned. There were no reported injuries or procedural delays and the procedure was completed successfully.